Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a voltage too low for remaining capacity fault message. Boston scientific technical services (ts) reviewed a copy of device memory and discussed that the fault message was appropriate and that no other suspicious faults or resets were observed in device memory. Ts also discussed that the device hardware is not detecting the loss of battery energy and because of that, the battery status indicators are not reflecting the depletion condition and are inaccurate. Ts recommended device replacement. An invasive procedure was performed approximately three weeks later. During pre-operative preparation, the device was observed to be in storage mode. The device was successfully explanted and replaced. No additional adverse patient effects were reported.